Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had their device turned off to see if doing any good. Pt reported believed it worked for a little while after implant. Pt was instructed by hcp to turn therapy off and assess symptoms. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. They reported that therapy wasn't helping at all so had device removed a year or so ago. When asked, patient doesn't know the exact date however said that it was removed at the same clinic as implant. Patient said that they called yesterday and spoke with someone from the offshore call center and was redirected to patient services the next day as was told that the department was closed.